Event description:
The customer stated discrepant results were generated on the architect anti-hcv assay between two different reagent lots. A patient had generated low reactive results of 1.34 and 1.73 s/co using lot # 08139li00, but when the sample was retested with lot number 08627li00, a nonreactive result of 0.25 s/co was obtained. Another sample from this patient was sent for confirmation testing and was (B)(6). The original sample generated normal liver enzyme values and was (B)(6) for (B)(6), total core and (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
No consequences or impact to patient. (B)(6) result. No returns were received for evaluation. A retained kit of architect anti-hcv reagent, list number 1l79-25, lot number 08627li00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels were tested and met specifications. No (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels (B)(4) and (B)(4)). The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. The reagent lot 08627li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of complaint records for the affected lot number did not identify any problems relating to the customer's observation. Based on our evaluation, we have determined that lot number 08627li00, identified in the customer's complaint, is performing acceptably.